Event description:
An external ventricular drainage system was in use on a pt that was being treated for a cerebral hemorrhage. The pt was awake and alert at the time of the incident. The unit was found to be disconnected at a point where a piece of tubing meets a stopcock valve. The reporter of this incident indicated that the pt was not in transit at the time, and the unit was not being manipulated. The pt exhibited no ill effects as a result of the incident as per the reporter.